Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a nurse programmed a syringe pump module to deliver blood at a specific rate but did not adjust the volume to be infused field that prepopulated to "all." Because of this, extra blood was delivered to the patient which led to 9ml being given instead of 3.5ml. There was patient involvement but no harm. The event occurred on (B)(6) 2026, during the night shift. The blood had an intended rate of infusion of 3.5ml/hr. The customer also had the following enhancement request to toggle the all feature on or off. The customer also requested a warning when installing a syringe with a fill volume greater than the ordered volume to be infused.